Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c156ej, serial/lot #: (B)(4), ubd: 15-jun-2018, UDI#: (B)(4); product ID: etlw1616c156ej, serial/lot #: (B)(4), ubd: 03-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up on an unknown date a hole measuring approximately 5mm and cut in a crescent shape was noted in the limb part of the ipsilateral side. It is unknown which of the limbs were implanted on the ipsilateral side. It was reported that the area of the stent graft was in a completely free state and in the aneurysm, and therefore was not in an area where the stent graft was in contact with something that could cause the hole. Open conversion was carried approximately three years and five months post the index procedure; the device was explanted and a blood vessel prosthesis implanted. When the aneurysm was incised it was observed that blood leaked and flowed vigorously from the perforated part of the stent graft. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received. It was reported that the explant of the device was performed as part of the open conversion plan. It is currently unknown what date the hole was first observed in the graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the devices were explanted during surgical conversion due to an unknown cause. Details of the patient¿s anatomy, implant procedure, and patient follow-up were not available for review. The reason that led to the decision to explant the devices was not reported. During the conversion it was reported that when the aneurysm was incised that blood leaked and flowed vigorously from the perforated part of the stent graft. It was reported that on an unknown date a hole measuring approximately 5mm and cut in a crescent shape was noted in an unknown section of the ipsilateral limb. The location of the hole was noted to be in a completely free state within the aneurysm sac, and not within a location in contact with the aorta. The patient was successfully converted. The devices were returned with the bifurcate transected proximally just above the flow divider; the majority of the aortic body including the suprarenal stents were not returned. The contra limb and ipsi limb extension were returned attached to the bifurcate with appropriate component overlap seen bilaterally. The distal end of the contra limb was transected two (2) rings below the level of the gate, and the distal end of the ipsi extension was transected two (2) rings below the distal end of the bifurcate ipsi limb. The distal portion of both transected iliac limbs were not returned for analysis, and along with the bifurcate aortic body limited the extent of the examination. Other than a 4.3mm length burn hole observed near the distal end of the ipsilateral limb extension, no other device integrity issues were observed on any of the returned devices. This burn hole appeared most likely to have been caused during excision of the stent graft at the time of the open conversion. The possible reason for explanting the devices could not be determined from the limited clinical information provided. The reported 5mm hole could not be confirmed and the cause of the observed blood leaking from the perforated part of the stent graft could not be determined from the examination of the returned devices. Other than the burn hole observed on the ipsi limb extension which was most likely caused during the explant, analysis of the returned devices did not reveal any anomalies that could explain the reported event. No endoleak was reported prior to the conversion; therefore, it is unclear if the reported blood leakage seen during the explant had manifested into a type iiib endoleak. The patient¿s anatomy is unknown, and lack of returned films during the patient¿s follow-up and just prior to the explant did not allow for assessment of the stent graft in-vivo configuration including evaluation of any endoleak or other clinical sequelae. It is possible that the reported hole and source of the blood leakage may have been from a location on the device that was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.